Event description:
Pulled a bosma glove from the box and it was ripped up the side. I have pulled ripped gloves from bosma boxes many times, and am finally reporting. I did not pull with excessive force and the gloves were properly in the box and not returned to it.